Event description:
It was reported that this right ventricular (rv) lead is exhibiting an increase in thresholds and loss of capture (loc). The lead remain in service. No adverse patient effects were reported.